Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion in the moderately tortuous mid lad. It was not possible to cross the lesion with the orsiro mission. When removing it from the vessel the stent became stuck on a transcatheter aortic valve replacement (tavr). As it was tried to free the stent from the tavr, it came off the balloon. It was possible to snare and remove the orsiro mission from the patient. The intervention was completed with another stent.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was returned separately entangled with a snare. The stent is severely deformed over its entire length. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. Considering the physicians event description, the most probable root cause for the complaint event is related to the patients anatomy (i.e. Transcatheter aortic valve replacement).